Manufacturer narrative:
As soon as ellex medical became aware of the incident, the calibration of the laser system and alignment of the optical paths was verified by ellex service through a paf (product acceptance fault record ). All the parameters in alignments checks including offset in the paf are within the acceptance criteria which proves that the device is not at fault and is performing within the normal specifications and there was no issue with alignment, mechanical operation or calibration. The general device aspects with respect to usability, instructions for use and the risk controls were also evaluated. Adequacy of device design : indications of parameters relevant to safety: anterior and posterior offset located on the laser head control knob are letter and colour coded . Accuracy of controls : offset range is well defined with the required tolerance. Paf post the event also confirmed the offset results were normal. Adequacy of labelling : operator manual (included in attachment) includes sufficient instructions, warnings, precautions for the safe use of the device and the labelling is considered adequate. Risk management : review indicated that the risk control measures ( risk assessment ra tango-14 in attachment) are adequate and within the normal use risk levels are acceptable. Customer complaints : the device has been in use for almost 2 years, no other untoward incidents related to device use were reported.

Event description:
The alleged event occured in (B)(6), a year ago. During treatment for vitreous opacity, the doctor hit the natural lens of patient, possible user error; however the actual event needs to be confirmed.